Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a product investigation was completed: the implants were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. There are different hazards potentially leading to slipping of rods. It is not possible to identify only one reason for this complaint.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a progressive double major scoliosis (ais) surgery on lenke 3c was performed on (B)(6) 2014 at the 5-l4 level. The patient has noticed sounds in the back in the past 3 months after implantation. On the x-ray that was taken on a unknown date in (B)(6) 2015 the l4 screw from the bar has slipped. Revision surgery was performed on (B)(6) 2015. Another x-ray was taken on (B)(6) 2015 with correct seat of the bolt. It was reported that on (B)(6) 2015, the patient has noticed noises again. Again, the screw of the rod has slid. Another revision surgery was performed on (B)(6) 2015 and implants were replaced, the end rod and a screw. The end of one rod was exchanged and only one rod is involved. The other rod still remains in the patient's body. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: ¿comparing the postoperative x-ray to the intraoperative fluoroscopy film, there is suggestion of change in length at the distal end of one of the rods. It would have been helpful to have a proximal fluoro view, to see the initial position of the rod and possibly better be able to comment on a shift of the rod. There is a difference in length of the inferior portion of one of the rods, comparing the 1st and 2nd post-op films.¿ this is report 4 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was provided as: 9144817, it is unknown as what lot number was involved as there were three lot numbers. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.